Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had angulation play. The event occurred after the repair inspection. There was no delay. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to wear of the angle wire. In addition to foreign material in the nozzle due to insufficient cleaning, the additional findings were as follows: due to a pinhole in channel tube, water tightness was lost; the adhesive on the bending section cover had a chip and white-clouded area; due to looseness of nozzle, air supply volume did not meet the standard value; due to clogging of the nozzle, water supply and air supply volume did not meet the standard value; plastic distal end cover had a scratch; connecting tube had a scratch; and the image guide protector had a scratch. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to insufficient cleaning. Olympus will continue to monitor field performance for this device.